Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the patient experienced intermittent audio output which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The night of (B)(6) 2023, the patient was asleep in bed and lost consciousness. The display device did not alarm when the continuous glucose monitor (cgm) was 40 mg/dl and going down. The husband noticed the patient was unconscious and called emergency medical service (ems). When ems arrived, they checked the blood glucose (bg) meter which was low, but the reporter could not recall the value. Ems treated the patient with an unspecified glucose injection and the patient recovered a few minutes after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.